Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted into the rca and two resolute onyx des were implanted into the lad. On the same day, the branch vessels were reported to be pressurised and underwent transient occlusion. The target vessel was not involved. The patient was treated with pci. The investigator assessed the event as possibly related to the index devices but not related to antiplatelet medication. The sponsor assessed the event as not related to the index devices or antiplatelet medication the patient recovered.

Manufacturer narrative:
The occlusion occurred in the lad and pci was carried out on the lad to treat the occlusion. Ballooning was performed to expand the branch. Blood flow was recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator assessed the event as unlikely related to the index device. If information is provided in the future, a supplemental report will be issued.